Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4). Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® flashback blood collection needle had foreign matter on device cannula / needle or any fluid path component. This event occurred 2 times. The following information was provided by the initial reporter: the customer noticed two devices have foreign matter (an unidentified red liquid like blood) were in the flashback window.